Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition for greater than 2 seconds of asystole. Boston scientific technical services (ts) discussed potential myopotential oversensing and discussed troubleshooting and programming options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause of the noise was felt to be myopotential in nature and programming changes were made. No additional adverse patient effects were reported.